Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? When was the suture rupture at swage point, needle separated (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please clarify alert date. No product is available for return. Events reported on: mw# 2210968-2023-02356 and mw# 2210968-2023-02357. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. Suture rupture at swage point, needle separated. No reported patient consequences. Additional information requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/17/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? : no. When was the suture rupture at swage point, needle separated (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: the suture was ruptured during use on the patient. Please provide the lot number: sgbdqe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02356, 2210968-2023-02357, 2210968-2023-02358.